Event description:
Manufacturer defect of the sewing ring where it is cut in the strut by a pin. No patient harm. Manufacturer response for medtronic duran core annuloplasty band 620b, sewing ring 620b (per site reporter). Device replaced by rep.